Event description:
The nurse was repairing a tesio catheter because of a pinhole; two different blue adaptors were tried but would not stay on. They trimmed the catheter and it was dry when the adaptors were placed and had been in the pt less than one year. They ended up using a red adaptor with a blue collar to fix it.